Manufacturer narrative:
A review of the device history records is being performed. The event is currently under investigation. The product catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient, product, or procedural details.

Event description:
It was reported that during placement of the vascular stent graft in the upper mesenteric artery, the outer sheath of the delivery system fractured. The stent graft could be released manually by holding and pulling back the outer sheath. Reportedly, the delivery system had been flushed prior to use. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment issue could be confirmed. The outer sheath was found to be elongated indicating the presence of high deployment force during the attempt to deploy the stent graft resulting in the fracture of the outer sheath. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy or a challenging stent placement site leading to increased friction and subsequent increase of deployment forces resulting in the fracture of the outer sheath. In this case, the anatomy of the tracking vessel was tortuous but not calcified. No difficulties in advancing the delivery system to the target lesion were reported. The proximal end of the stent graft was placed in a straight section of the lumen prior to implantation of the stent graft. The reported application represents an off-label use of the device which may be a potential contributing factor to the reported event. Insufficient flushing of the device may be another contributing factor. As reported, the system was flushed. On the basis of the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states that prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Also the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the IFU indicates that the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries.

Event description:
It was reported that during placement of the vascular stent graft in the upper mesenteric artery, the outer sheath of the delivery system fractured. The stent graft could be released manually by holding and pulling back the outer sheath. Reportedly, the delivery system had been flushed prior to use. There was no reported patient injury.